Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #050876-a was inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle button popped out after 12 hours. The patient applied a v-go at 8:30pm yesterday and today around 8:00am the needle button popped out. The patient stated that this happened before about 4-5 times. The patient confirmed that he pushed the needle button over the rounded side. The patient mentioned that he did not push the needle release button by error. The patient believes that this has to do with him having a lot of fat on his abdomen.